Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary visual inspection: the visual inspection of the complained screw shows that the tip is worn. Also the thread flank is damaged. Dimensional inspection: the relevant features are damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in june 2018 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately we are not able to determine the exact cause which has led to the damage. We only can assume that a mechanical overloading situation, for example metallic contact, has caused the damages. As this screw is very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history review this mre review is for sterilization procedure only . Part: 04.503.104.01s , lot: 2l43229, manufacturing site: bettlach , supplier: (B)(4), release to warehouse date: 22. Nov. 2018 , expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument . Part: 04.503.104.20 , lot: h669973, manufacturing location: monument, manufacturing date: 21-jun-2018 . Part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm, lot number: h669973 (non-sterile) , lot quantity: 320. Seventeen pieces were scrapped in cell at op #10, turn complete, after a broken tooling issue. Nine pieces were scrapped in cell at op #70, flow pack/label, for being an excess packaging quantity. Work order traveler met all inspection acceptance criteria apart from the twenty- six pieces noted. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00, lot number: h511969, lot quantity: 1,735 lbs. Certified test report supplied by perryman company dated 10-nov-2017 and certificate of test supplied to perryman company by howmet corporation dated 16-jun-2017 were reviewed and determined to be conforming. Lot summary report dated 21-nov-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro codes: jey, gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that prior to an intracranial tumor removal procedure on (B)(6) 2019, when the package was opened preoperatively, the tip of the 4mm screw was already rounded and unusable. The screw was not used on the patient. The surgery was completed with no delay. This report is for a titanium (ti) matrixneuro screw. This is report 1 of 1 for (B)(4).